Manufacturer narrative:
The events of lymphoma alcl suspected and death are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details cannot be requested. The reason for possible reoperation would have been due to suspected lymphoma alcl.

Event description:
Patient's friend reported patient death caused by a certain type of lymphoma "which was associated with the implants." Histopathological markers were not reported. Lymphoma occurred on an unknown side. The status of the device is unknown.